Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot # 16m1011 is not found for the reported catalog #. Initial reporter phone#: (B)(6). Initial reporter address: # (B)(6). Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using several bd discardit ii¿ syringe(s) to draw up medication, medication leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd bawal received 2 photo from the customer facility for investigation. On the basis of customer return photograph, it is not possible to confirm the presence of leakage from the plunger tip of 2ml discardit syringe. 200ea retention samples of lot# 16m1011 had been visually inspected for any damage in barrel or plunger tip, all samples found in good condition. The complaint history for the lot# 16m1011 was reviewed and till date no complaint had been registered against the above lot for the defect- leakage. DHR was reviewed for the product test. The entire routing test for reported lot found within the specification limit. No discrepancy was reported and recorded in DHR in customer reported lot # 16m1011. Log sheet ¿ ink roll change, secondary packaging stoppage due to manpower shortage, needle loader setting done, top web joint sensor problem, poly out from forming bottom die, stereo printing adjustment & cleaning is recorded in primary packaging process during manufacturing of lot # 16m1011. Stoppages ¿ barrel track jamming problem, assembly index pocket spring broken, plunger conveyor loading problem and extractor pneumatic cylinder change stoppages occurred in marking & assembly process during manufacturing of lot # 16m1011. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode. On the basis of customer return photograph, it is not possible to confirm the presence of leakage from the plunger tip of 2ml discardit syringe.